Manufacturer narrative:
(B) (4). (B) (4).

Event description:
It was reported that during a low anterior resection procedure, the device cut the tissue, but did not staple. Because the device did not staple, the patient had to get a rectum amputation instead of a low anterior resection.

Manufacturer narrative:
(B) (4). (B) (4). The analysis results showed that the device was received in good visual conditions and with a cartridge reload loaded in the device. The reload was received fully fired, with the washer completely cut, with the drivers exposed and with the knife recess below the cartridge deck. In addition, one b-form staple was noted to be on the cartridge deck. The device was tested for functionality with an engineering sample reload and the device fired, forming all staples and cutting as intended. The cut line was complete, the staple line was complete and the staples were noted to have the proper b-formed shape. The device lockout and the reload lockout were functional. It should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the required specifications; in addition, a sample of the batch is inspected at (B) (4) qa. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
(B) (6). The colostomy is permanent.